Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead was implanted to several positions but tested thresholds were high. Physician replaced the ipl with another lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
A comparison of the use before date field and implant date found the lead was implanted after the use before date.